Manufacturer narrative:
Initial reporter phone number (B)(6). B5 describe event or problem - updated. D9 device available for evaluation, returned to manufacturer date - updated.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. When the sheath was inserted into left atrium over wire and dilator and upon the removal of wire and dilator, the sheath was aspirated. After the introduction of farawave, during the aspiration of the sheath, air was continuously aspirated. Insufficient valve sealing was suspected. The procedure was completed using new faradrive sheath. No patient complications occurred. The product has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported a saline leak was observed from the valve of the sheath after insertion into left atrium. Guidewire was in the left atrium.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. When the sheath was inserted into left atrium over wire and dilator and upon the removal of wire and dilator, the sheath was aspirated. After the introduction of farawave, during the aspiration of the sheath, air was continuously aspirated. Insufficient valve sealing was suspected. The procedure was completed using new faradrive sheath. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. When the sheath was inserted into left atrium over wire and dilator and upon the removal of wire and dilator, the sheath was aspirated. After the introduction of farawave, during the aspiration of the sheath, air was continuously aspirated. Insufficient valve sealing was suspected. The procedure was completed using new faradrive sheath. No patient complications occurred. It was further reported a saline leak was observed from the valve of the sheath after insertion into left atrium. Guidewire was in the left atrium.

Manufacturer narrative:
Initial reporter phone number (B)(6). Analysis of the returned sheath found a leak from the hemostatic valve and a tear on the external valve.